Manufacturer narrative:
This report is submitted on may 25, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced persistent infection with drainage and skin breakdown at the implant site. Subsequently, the patient underwent multiple revisions in order to debride the wound; however the issue could not be resolved. Explantation is planned; however it is unknown if this has occured as of the date of this report.